Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy with shocks. It was noted that atp did not convert all of the arrhythmias and therapy was exhausted in one of the episodes. There was no out of range measurements observed. Presenting electrogram (egm) shows device operating as programmed. No additional adverse patient effects were reported. The device remains in service.